Event description:
It was reported through the patient outcome that the patient underwent heart transplant. Whether the outcome was device or therapy related was not provided. It is unknown whether the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported heart transplant, as well as a direct correlation to centrimag blood pump, lot number l0000016, could not conclusively be determined through this evaluation. It was reported through the patient outcome that the patient underwent heart transplant. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation. There were no alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product has been received to date. The device history record for centrimag blood pump lot #l0000016 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists adverse events, warnings, and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-2021-07038. The MFR number should have been cfn-based with the 7 digit cfn being 2916596. No further information was provided. The manufacturer is closing the file on this event.